Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2012, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that he had experienced strong electrical shocks in his back where the leads were placed. The patient stated that they happened randomly and only for a split second but were intense. Body position did not seem to be related to the issue and there were no falls or accidents reported to be a contributing factor. An impedance check was run and found electrodes 3, 5, 6 and 15 were greater than 10000 ohms. The patient was programmed around the affected electrodes to see if the shocking sensation resided. It was unknown if the issue was resolved and the patient was told to report in a few weeks if there had been any improvement.